Event description:
It was reported that cracks were observed in the windows and broken gripping fin on the inner tube. For patient (B)(6) (male, birth (B)(6) 1963, 65 kg), the defect was an incidental discovery of broken inner cannulas occurring during the switch between the fenestrated and non-fenestrated cannula during ventilation sessions. Regarding clinical impact, no tracheal lesions or direct patient harm were observed, as the area was protected by the outer cannula. However, the issue led to forced hospital returns for assessment and premature cannula replacement before the 29-day regulation period to avoid infectious and traumatic risks. There was patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.